Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered an incorrect blood glucose (bg) and carbohydrates into the bolus menu, and requested and delivered a bolus of 7.75 units. Reportedly, the customer needed a bolus of 3.85 units. At the time of the reported event, the customer observed 7.75 units of insulin on board (iob- active insulin in the body), and bg level was 122 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.